Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. On (B)(6) 2024, the cgm reading was 165 mg/dl and the bg reading was 500 mg/dl. The patient was experiencing vomits and the patient¿s mother took patient to the hospital. At the hospital, the patient was treated with 8 units of intravenous insulin. The patient was discharged the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.